Manufacturer narrative:
(B)(4)

Event description:
The reporter stated the surgeon implanted a 12 mm icm120v4 implantable collamer lens in the pt's left eye on (B)(6) 2010. The lens was explanted on (B)(6) 2012 due to low vaulting. The lens was exchanged for a different model, 13.2 mm with -10.0 diopter lens. The pt's last visit on (B)(6) 2012, bcva was 20/20.